Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. During troubleshooting on-site, our field service engineer found failed power tests in the device logs and replaced the monitoring printed circuit board (pcb) according to the recommendations in the service manual. The dc/dc & standard connectors was also replaced, but neither of these replacements resolved the problem. After replacing the breathing control pcb, the ventilator passed all calibration, functional and safety tests and was returned to customer and cleared for clinical use. The replaced pcbs were returned for investigation. The evaluation of received device logs confirms the reported pre-use check test failures. There were also failed breathing safety valve tests where the safety valve did not close. The first time the breathing safety valve test failed was may 17, 2021, which will be used as the date of event. The ventilator was turned off until october 13 when the same test failed again. The returned pcbs where installed in the reference ventilator, one at a time. No problem was found with the the monitoring pcb or the dc/dc & standard connectors pcb. When the breathing control pcb was installed, ventilation was not possible, the safety valve did not close and the technical error code for disabled valves was generated. Electrical measurements on the control pcb showed that a component on the control pcb was broken why the safety valve always was open. The found problem is detected during pre-use check. If the fault condition occurs during ventilation, ventilation will stop and alarms are generated. The safety valve opens and spontaneous breathing is enabled. The conclusion is that a broken component on the breathing control pcb led to the problems. What caused the component to break could not be determined but is considered a random component failure. The returned monitoring and dc/dc & standard connectors pcbs functioned as expected during the investigation.

Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).